Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1z3b3, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during explant surgery the lead snapped and the electrodes stayed in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the lead break was not determined, but the ¿doctor speculated scar tissue.¿ it was clarified that the electrode end remained in the patient and they were unsure of other actions planned. No further patient complications are anticipated or expected as a result of this event.